Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that CT imaging discovered a type ib endoleak from the right limb. Angiography confirmed that the right limb had a distal type ib endoleak. The physician elected to implant bilateral iliac limb extensions and the leak was resolved without incident. The physician stated that the cause of the event was due to patient anatomy; specifically, proximal vessel dilation and loss of seal. No additional clinical sequelae were reported and the patient is being monitored by their physician.